Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Health professional ¿ (no) and e3: occupation ¿ non-healthcare professional.

Event description:
It was reported, the camera head, when attempting to adjust the white balance noise occurred. The issue occurred during a therapeutic arthroscopic surgery procedure and was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head, when attempting to adjust the white balance noise occurred. The issue occurred during a therapeutic arthroscopic surgery procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.